Event description:
It was reported during bph procedure, two laser fibers were used due to one being broken by the surgeon during use was noted. The attempt of using second fiber to complete the procedure was not successful due to error messages appearing on the laser system screen. The multiple attempts of restarting the system did not resolve the issue. The procedure was completed using the storz bipolar resectoscope system. Patient outcome: no patient injury reported.